Manufacturer narrative:
Examination of the pressure monitoring kit in the product evaluation lab revealed that the vamp reservoir was damaged with a jagged cut. Indications of impact and contact with heat were evident at the site of damage, which appeared to occur during the packaging process.

Event description:
It was stated before use that the tubing had black particulate in the device, looked dirty and that the tubing leaked. No patient complications were reported.